Event description:
It was reported that balloon rupture occurred. The target lesion was moderately calcified. A 15mm x 3.00mm nc quantum apex¿ balloon catheter was used to dilate the lesion but ruptured under nominal pressure. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. There was blood in the wire lumen. The distal tip was damaged. Magnified inspection revealed a pinhole in the balloon wall 3mm from the distal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The reported balloon burst was confirmed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).